Event description:
A healthcare facility in another country reported to a fisher & paykel representative that an autofeed humidification chamber filled above the maximum water line, during initial application on the patient. The overfilling was noticed in the first 2-5 min following application. The chamber was replaced. No patient consequence was reported.

Manufacturer narrative:
The device is currently under investigation. Results of the investigation will be provided in a follow-up report.